Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery while he was priming the line. The infusion set had a bent cannula. The tape was stuck on the cannula. Customer's blood glucose level was 440 mg/dl. Before he changed the infusion set, the customer took an injection. After the connection was successful, the customer treated his blood glucose level with the insulin pump. The device was not returned.